Event description:
A malfunction alarm occurred, identified as malfunction code 0, but no notable events preceded it. There was no adverse impact on the customer's blood glucose level. The customer had not reset the pump previously, so technical support provided pump reset instructions and assisted the caller with the process. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred and confirmed understanding of the instructions.